Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon the conclusion of investigation.

Event description:
On (B)(6) 2017 arjohuntleigh has been initialy notified about the incident involving citadel plus bed. In the complaint at hand it was reported that power drive system intended to facilitate resident transport by providing powered transport did not stop even two power drive handles were disengaged. The power drive system continued to operate without human intervention. No injury was sustained as a results of this incident.

Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). Each citadel plus bed is equipped with power drive system designed to provide powered transport for the citadel plus bariatric bed frame system. This power drive system feature is responsible for activating forward and backward movement of the device. Left and right hand steering are controlled by the user, have to be applied at the same time. Left hand trigger must be held down during entire duration of power drive operation. Right hand trigger (joystick) is used to give direction to movement (forward or backwards). On (B)(6) 2017 arjohuntleigh received a customer complaint involving citadel plus bed. Following information provided while the technician was transferring the bed back to the hospital the citadel plus was moving forward although none of power drive handle was activated. The device ended up running into the car located next to the hospital's entrance. The technician was not able to stop the bed from moving, it continued to advance even though was resting on the car. Despite difficulties the bed was finally brought back to its manual mode. There was no injury sustained resulting from the reported power drive unintended movement. After the malfunction occurrence the bed was inspected by arjohuntleigh technician in regards to the alleged issue. The evaluation revealed that there was no technical deficiency found within the device that would have adversely affected this incident. The device was in overall good condition, no product deficiency was found that would affect the functionality of the device. The arjohuntleigh (B)(4) development center team was initially trying to recreate the malfunction reported in cooperation with arjohuntleigh technician that was inspecting the bed in question on site. Despite tests performed the fault could not be recreated. Afterwards the electronic board was returned to (B)(4) development center for further testing. It was installed on the citadel bed being currently available in (B)(4) development center. The tests performed confirmed once again that recreation of reported incident is impossible. Based on all above we conclude that despite the conducted investigation, bed inspection and tests performed, we were unable to establish the cause of the reported malfunction. In summary, although in the investigated complaint there was no adverse outcome, we determined to view this complaint as reportable on a potential, due to bed moving forward without any control handle being activated. At the time of malfunction the bed was not being used for a patient handling. Upon the conducted investigation, bed inspection done by the arjohuntleigh representative and tests performed we were unable to establish the cause of uncommanded bed movement. At the time the incident occurred the citadel plus bed did not meet its manufacturer specification.